Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the locking drill sleeve did not match the hole: the locking drill sleeve and the outer sleeve could not be connected with the humerus plate and insertion handle; they construct did not match the hole as there was too much tolerance. There was partially soft tissue was pushing against the locking drill sleeve. However, the surgery was completed the extension of surgery time was between 15 and 30 minutes. This is 4 of 5 reports for complaint (B)(4).